Event description:
Co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. At set-up the hosp reported that the elbow on the sims anesthesia breathing circuit broke when they twisted or turned the elbow. They reported that it happened several times and they were unaware of the number of incidents. No pt involvement each time.